Manufacturer narrative:
(B)(4) method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.1mm micl 12.1 implantable collamer lens in the patient's left eye (os). The lens was removed with no patient injury due to the lens being reported as defective. The lens was exchanged for another same model and diopter icl lens. The reporter indicated the lens will not be returned. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).